Event description:
It was reported the patient received a result of 138 mg/dl that was allegedly wrong. The test strips the customer used were expired. The patient went to the doctor as he thought the result was too low, becauses the customer had hyperglycemia symptoms of frequent urination. The patient could not provide the information about the time span elapsed between the measurement, the symptoms or the visit at the doctor.at the doctor's office, a blood glucose value of 701 mg/dl was measured.